Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed for a high temperature blower alarm message. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) was informed by the customer that while in use on a patient, the device alarm blower temperature high and continued to cycle breaths. The device was removed from the patient without incident. The customer biomedical engineer (bme) noted error code 1122 (check vent: blower temperature high) in the device log. The customer stated that both filters were replaced recently during preventative maintenance and were clean, and the cooling fan was operational. The rse advised the customer to replace the blower assembly as a precaution to correct the issue. Ina good faith effort (gfe) response from the customer received, it was confirmed that the replacement blower assembly was ordered and replaced. The customer confirmed that the issue was resolved, passed performance verification testing, and was returned to service. The customer was not aware of any plan to return the replaced blower assembly. The customer was not able to provide the diagnostic report (drpt) as it was deleted, and the patient information was unknown. No further information was received from the customer. The investigation concludes that no further action is required at this time.